Manufacturer narrative:
The reported high impedances contacts: 4 and 7 was confirmed. Microscopic inspection of the returned lead identified few broken wires in the lead body that corresponded to channel 4 and channel 7 would cause high impedance issues. This is consistent with the observation made in the field. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on contacts 4 and 7. As a result, surgical intervention was undertaken wherein the entire system was explanted.